Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose levels of 385 mg/dl and that the device may not be delivering insulin. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be protruding. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming, high pressure test and insulin exited tubing. Customer verified device was not leaking and did not alarm. Customer's blood glucose level was 578 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window and a broken battery cap and belt clip slot.